Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
B3 - date of event updated from 10/21/2023 to 10/31/2023. E4 - initial report sent to FDA updated from "no" to "yes". G2 - report source added "user facility" as a report source. Attachment uf/importer report # (B)(4).

Event description:
Subsequent to the previously filed report, a user facility medwatch report was received that states: "after getting access in the vessel w/sheath, the physician attempted to pre-perclose and it failed 3 times. All product are the same lot number." No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices with reported issue referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with three prostyle devices after an electrophysiology interventional procedure. Reportedly, cuff misses [suture retrieval issues] occurred with all three devices. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.